Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer ran through the fill tubing step and resumed insulin. However, it was noted that the customer experienced frequent and recurring occlusion issues, and a follow-up for additional assistance was requested.